Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2324 incontinence diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2027. On (B)(6) 2024, the patient´s wife noticed that the patient was feeling unwell. The patient was standing cramped in the bathroom making noises like sighing, wheezing, groaning, and experienced incontinency of urine. The wife from the patient woke up their daughter who is a nurse. The daughter checked the cgm reading, which was about 3.6-3.8 mmol/l, and as it did not match the symptoms, an ambulance was called. When the ambulance arrived a fingerstick was taken and the cgm was reading 3.8 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was treated by the paramedics with a glucogon injection (most likely this meant a glucagon injection). Besides this the patient was given something to eat and drank some lemonade. The patient recovered after treatment and did not need to be brought to the hospital. At the time of the report the patient was stable but had a bit of a stiff leg from the muscular injection. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.